Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" error codes were observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. Additionally, not related to the issue, the device's detachable battery was replaced due to an unreportable error found in the event log. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" error codes were observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. Additionally, not related to the issue, the device's detachable battery was replaced due to an unreportable error found in the event log.